Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an multiple pump error. Customer¿s blood glucose was unknown. Troubleshooting was performed for pump error and the customer stated that they are able to rewind the insulin pump. Customer reported that the issue was recur after troubleshooting. Customer was performing self test and the test did pass. The insulin pump will not return for the analysis.